Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device temperature was high and radiofrequency ablation automatically stopped. They replaced a new like device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Initial reporter occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device temperature was high and radiofrequency ablation automatically stopped. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The water circulated normally through the sample. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.